Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose event because she accidentally dropped her pump that may pulled off her infusion set causing her site to bleed and had some bruise on site and the high blood glucose was treated with insulin pump on (B)(6) 2026.